Manufacturer narrative:
H3) the software team reviewed the case. No logs were available, so archive were reviewed. It had one mr, two CT and 7 imaging systems. The merge seemed good and did not observe deviation from the reference exam. It was not known if the user did auto merge or manual merge. One of the imaging system exams were found to be misoriented (flipped, posterior side was pointed towards anatomy's nose, it was probably an issue with the imaging system scanner settings) all other exams orientation. Suspecting this imaging system exam might have caused some misalignment in the merge as observed by the health care professional. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a automated trajectory guidance unit being used during an electrode and probe placement procedure. It was reported that  the stereoelectroencephalography (seeg) had the wrong alignment. The site stated that the imaging system merging exams were not good and the electrodes. The site stated that they had some troubles in the last seeg surgery (bilateral case) performed the (B)(6). The imaging system exams did not merge properly so depending which one they did, the alignment of the electrodes were already placed at that moment was different in the visualization of the navigation system. Due to this uncertainty, the site decided to do CT scan outside the operating room to check it. After its merge, the electrodes were not successfully placed so they decided to not complete the whole surgery, doing just a couple more in the left side but not fulfilling the whole planning. There was longer than an hour delay to the case. There was no reported impact to the patient.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 29631, lot/serial #: (B)(6). No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.